Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left circumflex artery with mild calcification and mild tortuosity. Pre-dilatation was performed. A 2.5x38mm rx xience prime stent delivery system was advanced and the stent deployed; however, a distal edge dissection occurred. Another xience prime stent was implanted to treat the dissection. There was no interaction of devices or other procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.